Event description:
It was reported that the right ventricular (rv) lead experienced high impedance. It was also reported that the left ventricular (lv) lead experienced high impedance and high thresholds. Both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6996sq implantable tachy lead, implanted: (B)(6) 2012; 1882tc competitive implantable pacing lead, implanted: (B)(6) 2009; cd3231-40 competitive implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2012. (B)(4).